Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: (investigation result): the returned rx needle knife xl was analyzed, and a visual and microscopic inspection found that the needle was extended. The device was actuated, and the needle was unable retract during functional test. The device was observed under magnification and was found that the cutting wire (needle) was detached from the connector joint strength. No other problems with the device were noted. With all the available information, the results of the analysis performed on the returned device found that the cutting wire was detached from the connector joint strength and due to this condition, the needle was unable to retract. The needle remained extended and failed to retract due to a detached cutting wire. Based on all gathered information, the most probable root cause could not be established. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was attempted to be used in the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. It was reported that prior to procedure, it was noticed that the needle was already extended in the package and it could not be retracted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of cutting wire (needle) broken/detached/separated. Please see block h11 for full investigation details.